Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the moderately calcified distal left anterior descending (lad) artery. The lesion was predilated with a 1.5x15mm balloon. The physician attempted several times to place the 2.25x20mm taxus liberte stent, but was unable to cross the lesion. Upon removal, the stent was found to have an 'unsmooth' strut. The procedure was completed by dilating the lesion and placing same a size stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. 2 rows misaligned in middle of stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the moderately calcified distal left anterior descending (lad) artery. The lesion was predilated with a 1.5x15mm balloon. The physician attempted several times to place the 2.25x20mm taxus liberte stent, but was unable to cross the lesion. Upon removal, the stent was found to have an 'unsmooth' strut. The procedure was completed by dilating the lesion and placing same a size stent. No patient complications were reported. Patient status reported as "stable".